Event description:
It was reported by the patient that they are hospitalized for a possible stroke, which the patient stated was not device related. The physician said not the stroke was not relevant to device, however did not provide any more information.